Event description:
It was reported that the lead exhibited a sensing anomaly and insulation damage was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that the lead distal coil was fractured and the distal insulation was crushed at 17 cm from the connector pin. The proximal insulation was damaged at 38.0 - 39.5 cm from the connector pin.